Event description:
It was reported that safety concern that the 1688 stryker fiberoptic light cord turns on and produces heat even though cord is not properly plugged in. Wrong side of the cord into stryker tower. The surgeon made the rn aware that the wrong side of the light cord was handed off to the field at the start of the surgical case. The urology resident then put a light cord on a drape instead of handing it off. The tip of the light cord (the side that is supposed to be plugged in the stryker tower) was hot and burned a hole in the drape.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.